Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to deploy. Additionally, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The bmw device referenced is being filed under a separate medwatch report.

Event description:
It was reported that this was a percutaneous intervention treating the left circumflex (cx) and ramus coronary artery. The patient presented with long multiple lesions and in-stent restenosis. Following pre-dilatation, a xience sierra stent was implanted in the ramus, without reported issues. Per imaging, stent underexpansion was noted and additional dilatation was performed. Following, a dragonfly optis catheter was advanced. To place the lens more distal, a balance middleweight universal ii (bmw) guidewire advanced into the vessel and a ramus perforation occurred. Per physician, the perforation was due to the bmw guide wire. As treatment, a non-abbott covered stent was implanted, resolving the event. The patient had no associated symptoms. No additional information was provided regarding this issue.